Event description:
Event description guidant received information that during a pacemaker follow-up appointment, when a magnet was removed from this device, pacing at a rate of 40 ppm was observed. Testing revealed oversensing on the ventricular lead and that the lead impedance measurments had dropped from 650 to 110 ohms. Additionally, noise was observed on the ventricular electrogram and was able to be reproduced. Therefore, insulation damage is suspected. After reviewing programmer and electrocardiogram strips, technical services (ts) advised assessing atrial capture as well. A hex dump was performed and interpreted by guidant engineers. No pacemaker issues were identified.